Manufacturer narrative:
Bci customer technical support (cts) advised the customer to restore the alignment on the probe but this did not resolve the issue. Bci cts instructed customer on how to align the mc sample probe but the customer could not get the probe to align. A field service engineer (fse) went on-site and found the collar wash valve for mc crane was clogged with rubber particles. Fse removed, cleaned valve and reinstalled. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the modular chemistry (mc) sample probe of the unicel dxc 800 synchron clinical system was leaking. No injury was reported.